Event description:
One the last week of 04/06, the caller administred insulin to her son based on the adc device reading. As a result, her son started feeling hypoglycemic and having symptoms of hypoglycemia (could not communicate and was unable to function, drink and control himself). The paramedics were called and her son was sent to the hosp because they could not stabilize his blood glucose. The caller did not state the treatment that was given to her son by the paramedics or the hosp.